Event description:
Case description: investigation result: name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novopen 4, batch number: kvgy819 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: -investigation result updated -imdrf codes added -narrative updated accordingly final manufacturer's comment: 16-jan-2024: the suspected device novopen 4 has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Company comment: coma is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on medical history, final diagnosis, investigation results of defective device and suspect product and action taken with suspect product are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary name: novopen 4, batch number: kvgy819 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma [coma] dose counter was still hardly pressed [device malfunction] novopen injects insulin quickly [device delivery system issue] case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "coma(coma)" with an unspecified onset date, "dose counter was still hardly pressed(device component malfunction)" with an unspecified onset date, "novopen injects insulin quickly(device delivery system inaccurate flow rate)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human, insulin isophane) (dose, frequency & route used- 40-60u (the morning dose is 40u, 10u or more is taken at night according to bgl measurement) from unknown start date for "diabetes mellitus". Patients height, weight and body mass index was not reported current condition: diabetes mellitus since 25 years ago(type not reported) on an unknown date, patient's novopen 4 injects insulin quickly on an unknown date, novopen4 was injected slowly, so patient afraid that dose will not reach to the patient. The pen was stored inside refrigerator, the dose counter was still hard to pressed (twice). Pen training was offered but the caller did not have the pen also refused pen training and said he will call hotline again to knowpen model then take batch number pen training was offered, patient was asked to pull the piston rod outside the mechanical parts manually, was asked to adjust the dose counter to 60u and press the dose button, the piston rod moves normally but he said that the dose counter was hardly pressed (twice). It was reported that by confirmation the pen was stored inside refrigerator, so he was asked to warm the mechanical parts between his hands, adjust the dose counter again to 60u and press the dose button, but he said that the dose counter was still hardly pressed on an unknown date patient suffered from coma 1.5 months ago due to novopen 4 issue and recovered after 2 or 3 days. The patient hadn't recently begun using insulin or changed recently. The patient started mixtard 30 hm penfill 2 years ago and still ongoing. No relevant concomitant medication. No history of diabetic complications. Batch numbers: novopen 4: kvgy819 mixtard 30 hm penfill: asku action taken to mixtard 30 hm penfill was not reported. The outcome for the event "coma(coma)" was recovered. The outcome for the event "dose counter was still hardly pressed(device component malfunction)" was not reported. The outcome for the event "novopen injects insulin quickly(device delivery system inaccurate flow rate)" was not reported.